Manufacturer narrative:
This report is being submitted as follow up no.1 to update and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The device sleeve was returned separated from the sheath with a small portion of suture through the hub. Sheath and carrier tube were cut below the hub portion and the piece of carrier tube was returned. Remaining portion of sheath and tamper tube were not returned. No other components associated with device were returned. Visual inspection revealed that the hemostasis sheath was cut below the hub of the sheath and was separated from deployment sleeve which was in the rear lock position with the color bands fully exposed. Carrier tube assembly was severed and portions were returned. Bypass tube was found connected to the hemostatic valve. There was a deformation observed on the left latch of the deployment sleeve. The latch appeared to be deformed and pushed out. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually. Several turns of the suture were present within the suture wind disk. Functional testing was conducted a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. No gross anomalies were noted with the tensioner plug. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event occurred during the off-axis insertion or forceful removal of the deployment sleeve from the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction in adverse event problem and additional MFR narrative section. In adverse event problem the result and conclusion codes were advertently left blank. Results - 3252 is based off the investigation results of the returned sample; 213 is based upon functional testing of the returned sample.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the event reported. For the second event reported with the same device and used on the same patient, see MDR 3013394970-2019-00931.

Event description:
The user facility reported that when the physician attempted to insert the device into the insertion sheath, the sheath cap and the angio-seal device sheath did not fit properly. It seemed that the sheath was slightly deformed. The physician managed to make the sheath cap and the device sheath and to snap together. The device cap was locked into the rear position. The physician attempted to withdraw the device/sheath assembly, however the suture locked. The physician cut the assembly to get the suture and the tamper tube out. The physician managed to position the collagen and the hemostasis procedure was completed. The patient has been under follow-up observation and no health damage to the patient has been reported so far. The blood loss was less than 250cc's. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm.